Event description:
It was reported the patient experienced a decrease in therapeutic effect and increased tremor. It was suspected the battery was getting close to end of life or the patient had developed new onset of parkinsonian tremor. Impedance measurements were normal. The voltage reading of the device was 2.56 volts. Follow up information was attempted. It remained unknown if the event was attributed to the device. The patient underwent device replacement in 2008. There was no further injury to the patient.